Manufacturer narrative:
The reported event of insulation twisted was not confirmed while a helix mechanism issue was confirmed. As received, a complete lead was returned in one piece with the helix extended and clogged blood/tissue. Visual inspection of the lead did not find any anomalies. Visual and x-ray examinations of the helix mechanism found no anomalies or distortion of the helix or inner coil that would have contributed to helix issues reported in the field. The cause of the reported event of a helix mechanism issue was isolated to the helix being clogged with blood/tissue.

Event description:
It was reported that during an implant procedure after a few attempts to position the right ventricular (rv) lead insulation was twisted and the helix was unable to be fully retracted. The rv lead was not used and the physician elected to implant a different rv lead. The patient condition was stable.